Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: walter lorenz tmj small left fossa component catalog #: 24-6563 lot #: 581950b; lorenz 2.7 x 8 mm high torque cross-drive screw catalog #: 91-2708 lot #: ni; lorenz 2.7 x 10 mm high torque cross-drive screw catalog #: 91-2710 lot #: ni; 2.0 x 9 mm fossa cross-drive screw catalog #: 99-6579 lot #: ni; cross-drive emergency screw 3.2 x 10 mm catalog #: 99-9950. Therapy date: (B)(6) 2017. Customer has indicated that the product will not be returned to zimmer biomet for investigation because the hospital keeps all explanted implants. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00007 through 0001032347-2018-00011.

Event description:
It was reported a revision was performed to remove the left side implants due to heterotopic bone growth around the implants. There were no patient complications. New zimmer biomet fossa and mandible implants were implanted during the revision. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These implants were removed in a revision; therefore the complaint is considered confirmed. The distributor reported that the revision occurred because the patient had heterotopic bone growth. For the mandible and fossa components, the manufacturing history was reviewed and no non-conformance was found for this product. For the screws, the device history record review was unable to be performed as the lot number of the devices involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. The instruction for use (IFU) states in the section titled adverse events: adverse events that may occur following placement of the total tmj replacement system are listed below. ¿ heterotopic bone formation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00007-1 through 0001032347-2018-00011-1.